Manufacturer narrative:
H3: the device was received for evaluation. A review of the service history identified prior service from 18-oct-24 through 11-mar-25 for a detached dso seal, which was replaced by a previous repair technician. The customer complaint of ¿system fault 46510¿ was confirmed through visual inspection and power-up testing. Error code 46510 was observed in the version screen of the main menu, and the device immediately alarmed the same error upon booting into the software. The investigation determined that the printed wire assembly (pwa) board was defective. The pwa board was replaced to resolve the issue.

Event description:
The device was returned as it was reported that the pump had system fault 46510. The event occurred during testing. The results of the investigation confirmed the reported alarm. There was no patient involvement.